Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. The customer blood glucose level was 20 mmol/l at the time of incident. The customer also reported that insulin pump had insulin flow blocked alarm during basal and customer stated that the insulin exited. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin pump. Customer reported that they did not allege insulin pump was under delivering. The customer stated that the auto mode feature was not active. Customer reports insulin exited at the quick release. The insulin pump will not be returned for analysis.